Manufacturer narrative:
Product analysis results: visual review confirmed the instruments threaded tip has broken off only a few half threads remain. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a shear lip that is consistent with bend stress overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l4-5 due to degenerative disk disease at 2 levels. Intra-op, the inserter tip broke when hammering in the cage. No fragment of the broken inserter remained in the patient. There were no patient complications as a result of this event.